Event description:
It was reported that a left side distractor pin broke during a c4-c6 acdf procedure. The surgeon removed the distractor and the broken arm. There were no fragments remaining in the patient. The surgeon was able to use the right side distractor to complete the surgery. There were no delay in surgery. Patient's status following the procedure was reportedly good/stable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the anterior cervical fusion (acf) system is a set of instruments and spacer implants used for anterior fusion of the cervical spine. The applicable technique guide was reviewed. The adjustable distractor permits intervertebral distraction for access to the cervical spine and the articulated arms keep mechanism away from working area. The instrument set includes two adjustable distractors, left 396.395 and right 396.396 for any of the sided approach chosen. In conjunction with distractor pins the surgeon distracts the cervical spine prior to the discectomy and endplate preparation. Upon examination of received instrument 396.395, the complaint condition was confirmed. The distractor was received with one hinge connections damaged; the rotational arm is fractured off at the joint however is not jammed and a stress crack can be seen at both sides of the slot base joint. Additionally, apparent rust can be seen in the affected slot joint area. The reported lot number a7na39 was made on september 2004 and it is over 10 years old. The most recent applicable drawing and related interacting components were reviewed. The failure mode seen of the cracked joint components is consistent with excessive stress at the base of the slot. History shows that a version released in september 2006 addressed this type of damage as the slot was changed to have full radius reducing the cracks and fractures due to the stress in the affected area. Also a version released in april 2012 changed the primary material from 303 to 304 and the alternate material from 304 to 316. 303 stainless steel has inferior corrosion resistance when compared to 304 and 316. The involved lot number was made prior to these changes. In conclusion, the design may have contributed to the identified failure mode of this complaint. The lack of a radius on the slot leads to a stress fracture/cracks however the involved lot number was made prior to this improvement change mentioned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that: the device history record review could not be performed as the records could not be identified as the device is over 10 years old. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.